Manufacturer narrative:
H3 other text : the device was evaluated by customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device prompts "ECG leads malfunction" during monitoring the patient. Device was in clinical use at the time of event, however, there was no patient harm or injury reported. Customer changed another device to monitor immediately. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.